Event description:
While preparing for dressing charge wound care nurse noted foreign substance on sterile gauze. Foreign substance appeared to be mold. Manufacturer/ compounder: tyco healthcare kendall.